Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the surgeons experienced leakage of the cassette's collection bag due to a hole in them and complained of the vacuum being weak during the phacoemulsification phase of three cataract procedures. The procedures were completed and there was no harm to the patients. No additional information is expected. This is one of three reports from the same facility.

Manufacturer narrative:
Based on information reviewed following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).